Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, I was hindered in my normal daily functioning, and I suffered damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally large amount of blood loss"), menstrual disorder ("change in their menstruation cycle"), headache ("severe (chronic) pain in the head"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. A new (approximate) insertion date of essure has been received: (B)(6) 2012. Lot number: 893019, manufacture date: 2011-08, and expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips"), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in their menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (foreign body material has been removed). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. Most recent follow-up information incorporated above includes: on 26-may-2021: the patient´s initials updated, new adverse events added: severe (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss and concentration problems, change in their menstruation cycle, abnormally large amount of blood loss, hormonal problems and allergic reactions. The medical device removal was deleted and added as a non-drug treatment for abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally large amount of blood loss"), menstrual disorder ("change in their menstruation cycle"), headache ("severe (chronic) pain in the head"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. A new (approximate) insertion date of essure has been received: (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new reporter type (lawyer) and the essure lot number were received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally large amount of blood loss"), menstrual disorder ("change in their menstruation cycle"), headache ("severe (chronic) pain in the head"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), back pain ("severe (chronic) pain in the back"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally large amount of blood loss"), menstrual disorder ("change in their menstruation cycle"), headache ("severe (chronic) pain in the head"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems"), mental disorder ("psychological problems "), feeling abnormal ("brain fog"), alopecia ("hair loss"), tooth disorder ("dental problems"), pain ("pain when walking"), visual impairment ("impaired vision") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain, device dislocation, back pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia, disturbance in attention, dyspareunia, bladder disorder, mental disorder, feeling abnormal, alopecia, tooth disorder, pain, visual impairment and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, migraine, pain, tooth disorder and visual impairment to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. A new (approximate) insertion date of essure has been received: (B)(6) 2012. Lot number: 893019. Manufacture date: 2011-08. Expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: the following events were added: migration of essure, dyspareunia, bladder problems, psychological problems, brain fog, hair loss, dental problems, pain when walking, impaired vision and migraines. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally large amount of blood loss"), menstrual disorder ("change in their menstruation cycle"), headache ("severe (chronic) pain in the head"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. A new (approximate) insertion date of essure has been received: (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new reporter type (lawyer) and the essure lot number were received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), back pain ("severe (chronic) pain in the back"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally large amount of blood loss"), menstrual disorder ("change in their menstruation cycle"), headache ("severe (chronic) pain in the head"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems"), mental disorder ("psychological problems "), feeling abnormal ("brain fog"), alopecia ("hair loss"), tooth disorder ("dental problems"), pain ("pain when walking"), visual impairment ("impaired vision") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain, device dislocation, back pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, headache, hormone level abnormal, arthralgia, fatigue, amnesia, disturbance in attention, dyspareunia, bladder disorder, mental disorder, feeling abnormal, alopecia, tooth disorder, pain, visual impairment and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device dislocation, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, migraine, pain, tooth disorder and visual impairment to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. A new (approximate) insertion date of essure has been received: (B)(6) 2012. Lot number: 893019. Manufacture date: 2011-08. Expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.